Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective. A supplementary MDR will be submitted once the product is returned and the investigation of the product is complete.

Event description:
During an ablation procedure, it was reported that the laser fiber was damaged (thermally fused) at the portable connector module (pcm) connection to the disposable laser fiber. There are no patient complications reported in relation to this event.

Event description:
During an ablation procedure, it was reported that the laser fiber was damaged (thermally fused) at the portable connector module (pcm) connection to the disposable laser fiber. There are no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.